Manufacturer narrative:
Initial. This case was created to capture any unknown event dates reported by the user.

Event description:
It was reported that an ilet user experienced intermittent display anomalies in which the on-screen circular status showed double numbers and the screen became unresponsive to the sleep/wake button for several minutes before recovering, with no visible screen damage and with concern about possible heat exposure. Symptoms included no adverse clinical effects and no reported glycemic symptoms. Outcomes included no injury, no alarms, and no interruption to therapy reported. Investigation included review of device logs for the referenced timeframe and user education on monitoring and capturing photos or video during recurrence. Investigation of this case revealed no malfunction alerts, no abnormal time gaps, and no evidence of device failure, suggesting a transient user-interface/display behavior without confirmed hardware fault. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.